Event description:
Reporter noted contact occulsion causing chamber collapse. Changed handpieces and cassettes, but unable to clear problem, converted to ecce and implanted intraocular lens. Pt is recovering well.